Manufacturer narrative:
(B)(4). The device availability is unknown at this time. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received operational, but with a broken door cover. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. There were no problems found during an internal inspection of the device. A review of the device logs revealed no anomalies, no drain or uf volumes that meet the iipv (increased intra-peritoneal volume) criteria. No device failure or malfunction was identified that could have caused or contributed to the patient's death. The broken door cover was due to physical damage. The previous service record (B)(4) 2008, shows the device passed all required tests and calibrations prior to its release. No issues were identified that may have contributed to the patient's death. The previous return of the device was not related. Root cause for this report of death was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2011, baxter contacted the caregiver(cg) regarding an unrelated alarm who stated that the homepatient (hp) had passed away that day and had been hospitalized. On (B)(6) 2011, baxter contacted the peritoneal dialysis nurse regarding the reported death of the hp. The nurse stated that the hp was hospitalized on (B)(6) 2011 for a diagnosis of sepsis of an unknown origin. On (B)(6) 2011, the hp died while hospitalized. Peritoneal dialysis therapy was ongoing at the time of death. Causality could not be given, but the nurse stated that the sepsis and death were not related to the baxter solutions or devices. On (B)(6) 2011, a baxter clinician contacted the nurse who stated that peritonitis or any associated symptoms were not reported by the hp before the hp's hospitalization.